Event description:
It was reported that during a ptca procedure, the balloon catheter fractured in the vessel. A perforation was noted. The pt developed cardiac tamonade and hypotension. CPR was performed and the pt intubated. The pt was stabilized and returned to intensive care. Five days later, the pt suffered ventricular tachycardia which progressed to fibrillation and then to asystole.